Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a low priority 30176 alarm (maximum air exceeded) occurred on an amia device. This event occurred during the initial drain while the patient was connected. The nurse stated there was no air in patient line, but air was in the drain line. The nurse chose to start over with new disposable set. The technical service representative helped the nurse disconnect the patient and shut down machine, and then restart with a new disposable set. The treatment restarted with no issues and patient was past initial drain and in first fill. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.